Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a mammography guided breast biopsy through hard density tissue, the device allegedly had a leak. Reportedly post biopsy blood overflowed through the collection chamber and the patient allegedly experienced severe bleeding. Reportedly, patient required stitches post biopsy as patient did not stop bleeding post biopsy. The procedure was completed using same device. The current status of the patient is unknown.